Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a gradual increase in the shock lead impedance (sli). A successful commanded shock was performed, with the sli within normal range at 103 ohms. The physician elected to take no action at this time. No adverse patient effects were reported. The right ventricular lead remains in service.